Event description:
Acct. Reports that a radial arterial line on a neonate clotted off twice and the line had to be restarted. States they had been running the arterial line on a syringe pump at 1cc/hr. No serious injury to baby reported.